Manufacturer narrative:
The directions for use states that the implant must be charged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Event description:
It was reported the patient's ipg failed to established communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy was restored post operatively.